Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii colonovideoscope air/water channel was clogged during reprocessing in aer (automated endoscope reprocessor). There was no report of patient harm associated with this event. During incoming inspection, the nozzle was clogged with a black rubbery material due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The nozzle was clogged with a black rubbery material. In addition to evaluation in b5, the bending section cover glue separated. The bending angulation did not meet the standard value due to elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.